Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported on (B)(6) 2023 that the patient developed respiratory difficulties and blood pressure problems as the physician was closing at the end of an implant procedure. The patient was able to be stabilized and the closure completed. Investigation determined that the patient has fully recovered.

Manufacturer narrative:
Date of event is estimated.